Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on 09/29/2014 due to low blood glucose levels. Customer's blood glucose levels at the time of hospitalization 20 mg/dl. The customer reported that their insulin pump was exposed to an MRI. Customer was treated with glucose intravenously. Troubleshooting occured. No additional information was provided.